Event description:
The event involved a microclave® connector where the customer reported that the joint of the product connector and the indwelling needle was broken. There was no redness, swelling, or liquid seepage at the patient's puncture point. The product was immediately replaced. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Initial reporter phone is (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Additional contact information: (B)(6).